Manufacturer narrative:
Occlusion: 213, 71.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted 260mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin. Subsequently, multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level elevated to 492 mg/dl. The customer administered a manual injection. Reportedly, the customer would use manual injections as alternate insulin therapy.